Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this product has sepsis. Also, the device was used as temporary pacer that was connected to a temporary lead. There were no additional adverse patient effects reported. The product was explanted.